Event description:
Patient presented with new chest pain and enlarged lower sternal incision swelling. CT obtained without contrast showing pericardial effusion. Patient admitted and cta showed disruption of outflow graft. Patient taken to operating room for re-do sternotomy and outflow graft replacement. Made uneventful recovery and discharged on pod #6.